Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Based on samples visual evaluation, although condition reported was confirmed it can be concluded that the sample was properly welded. Traces of welding were observed around the entire surface of both components. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related conditions. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use to a laparoscopic colectomy procedure, blue head of the obturator was found to be disengaged. Device was not used. The procedure was completed with another device. No patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.